Event description:
In 2006, nellcor puritan bennett received a report of inflation/deflation issues on a hi-lo endotrachaeal tube. The caller reported that the tube was pre-tested. The caller reported that 30 minutes into surgery the cuff was limp. The caller reported inserting an extra 10-15cc's of air into the cuff after discovering the leak. The caller reported that before extubation at the end of surgery the cuff was found inflated above the patients vocal cords. The caller reported the patient suffered no ill effects.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this report are not available for evaluation.